Event description:
It was reported that (6) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512s gaskets were torn. Another instrument was used to complete the case. There was no consequence to the pt. Only (1) of the (6) devices involved will be returned for analysis. Also (2) sterile unopened devices will be returned as well.